Event description:
Device 1 of 2. Reference MFR report #1627487-2014-15805. It was reported the patient (B)(6) suffered a fall hitting the ipg when they landed. Subsequently, the patient experienced intermittent stimulation as they were unable to increase or decrease the amplitude. Surgical intervention was undertaken and the ipg and lead were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.